Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error as the nurse reported a breach in aseptic technique. The assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a call to the baxter technical service representative (tsr) for an unrelated issue, the facility nurse indicated that the patient had peritonitis. A follow up call was made to the facility nurse on (B)(4) 2012. The nurse confirmed the event of peritonitis. The patient was hospitalized on (B)(6) 2012 and discharged on (B)(6) 2012. The patient was treated with cefazolin and ceftazidime then changed to sisomicin (dose, route and length of therapy unknown). The patient remains on the antibiotic at this time. The patient had been retrained recently and the cause of the peritonitis was reported to be due to the patient's poor aseptic technique. The patient is considered to be recovering. Follow up information from the facility nurse by global pharmacovigilance (gpv) on (B)(4) 2012 indicates that on (B)(6) 2012, the patient began peritoneal dialysis using dianeal pd4 ambuflex and extraneal for therapy. In (B)(6) 2012 the patient experienced peritonitis. The patient reportedly was non-compliant with his treatment for the event of peritonitis. On (B)(6) 2012 the pd catheter was removed and pd therapy was discontinued. The patient then began hemodialysis. No exit site or tunnel infection was associated with the peritonitis. The nurse indicated the event of peritonitis and non-compliance were not related to pd therapy or the homechoice device.